Event description:
It was reported that the lead had high impedance, high thresholds, and no capture. A lead fracture is suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).